Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading at time of the call was 128mg/dl. Troubleshooting was performed and the blank screen continued. The customer stated that the device was dropped and had a crack at the screen. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. The device also had a crack at the display window.